Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed no damage or other defects. Functional testing was performed and no discrepancies were detected. The failure mode was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date and h4 are unknown.

Event description:
It was reported that the pump exhibited an alarm, ¿cassette is missing, no cassette¿ approximately 60 hours after the start of the infusion. Troubleshooting was performed with the same results. No patient injury was reported.